Manufacturer narrative:
Patient information not available for reporting. Date of device breakage is not known. Number 510k: this report is for an unknown rafn spiral blade/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Date of implant is not known. Device has not yet been explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient who was implanted with a retrograde/antegrade femoral nail (rafn) on an unknown date, experienced a postoperative malfunction of the spiral blade and screw. Reportedly, the femoral nail migrated laterally with such force that the spiral blade and screw were broken. There is a revision surgery planned but the date is not known at this time. Surgeon intends to revise the patient to a total knee replacement. Anteroposterior x-rays are available for review. Concomitant device reported: rafn nail (part number unknown, lot number unknown, quantity 1) this is report 1 of 2 for (B)(6).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Corrected data: device is a single use device but was not reprocessed or reused. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No product was returned. Us customer quality (cq) conducted the investigation based on x-ray provided. X-ray showed the rafn spiral blade was broken. This complaint is confirmed. Whether this complaint could be replicated is not applicable because the device was not returned. Due to the unknown part and lot numbers a device history record review could not be performed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.